Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an in-stent restenosis occurred. The target lesion was an in-stent restenosis of an unspecified size epic¿ stent implanted on an unknown date at the distal portion of the superficial femoral artery. The 6.00mm/2.0cm/135cm 2cm peripheral cutting balloon® was advanced inside the epic¿ stent. The balloon was inflated to 9 atmospheres but lost its pressure. The device was completely removed from the patient and was replaced with another 6.00mm/2.0cm/135cm 2cm peripheral cutting balloon®. The physician pulled the negative pressure to prep the balloon however, it kept coming negative. It was suspected that the balloon had ruptured as it would not hold air and was never inflated. The device was completely removed from the patient and the procedure was completed using another of the same device. No further patient complications were reported and the patient's status is fine.